Manufacturer narrative:
The problem could be partially traced to a wear problem. However, it was a transitory/random error. We are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.